Event description:
It was reported that during a diagnostic procedure, the clips scissored. They pulled another device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.